Event description:
It was reported that the left ventricular lead dislodged during a cardiothoracic surgery on a valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead, (B)(6) 2009. (B)(4).